Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that a trained physician attempted arteriotomy closure with a starclose device after a diagnostic procedure in the rcfa. After deploying the clip, it was noticed that the clip was not deployed but still in the delivery tube. The device did not achieve hemostasis; it was achieved with manual compression. There were no patient consequences. No additional information is available.